Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the air/water channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the light guide cable coating damage, the operation channel buckled, the insertion flexible tube (ift) buckled, the suction channel buckled, the angle wire play, the air/water nozzle missing, the air/water nozzle deformed, the insertion flexible tube (ift) leak, the air/water channel leak, the air/water nozzle dirty, the junction case loosened, the lg prong top loosened, and the u/d and r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630 (air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.